Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced infusion set tape was not sticking on (B)(6) 2026 which led to hyperglycemia. The mother provided the assistance to patient by pump no further information available.